Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service engineer (fse) visited the customer site and was unable to duplicate the reported issue. Fse checked all connections and verified all modes of operations and all calibrations. Fse primed/tuned the system without any errors. Fse completed system checkout. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the screen went black and then displayed machine not operable with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.